Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed ¿therapy has stopped,¿ failed to power on after about an hour on the charger, and the charger led cycled between solid green and off or blinking, consistent with a charging problem involving the battery charger; troubleshooting included repositioning the pump on the charger, removing the case, trying different outlets, and planning use of an alternative flat charger, and a replacement charger was arranged. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charger, aligning with a charging problem of the device and the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.